Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The right side door latch was replaced to resolve the reported issue.

Event description:
The hospital reported that the latch on the side wall door is broken off which could cause a patient fall. There was no report of patient involvement.